Event description:
It was reported via repair work order that the brakes were not holding as the caster stems were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.